Event description:
Additional information received from the patient reported that they were able to clear the power on reset (por). Their stimulation therapy had resumed.

Event description:
The patient reported a poor communication screen on the patient programmer (pp), as the patient could not communicate using the pp, with or without the antenna. The issue began on the day of the report. The patient moved and lost his previous pp and was now using a new pp. Communication was not possible using the implantable neurostimulator recharger (insr) and, therefore, the ins would not recharge. At his last CT myelogram, he turned the device off and when he went to turn it back on, he got the reposition antenna screen on the insr. The last time stimulation was felt (about two weeks ago), as well as the last successful recharge session (about two and half weeks ago), was in (B)(6) 2016. The patient stated the ins was on and he turned it off before the CT scan and when he went to turn it on, he was unable to. Since this happened after the CT scan, the patient was advised to follow up with healthcare professional (hcp) to have the device checked. The indication for therapy was spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that an informational power on reset (por) condition occurred while charging the implantable neurostimulator (ins) on (B)(6) 2016. It was noted that the power on reset (por) was not related to an overdischarge event. Steps for clearing the por using the patient programmer were reviewed. Clearing the por was not successful as the patient programmer was unable to communicate with the ins to clear the por. It was later reported that the patient programmer was powered off and on, the stim on button was pressed, and the patient programmer was working; the patient was able to get to the synchronize screen. It was noted that the patient did not have a managing healthcare professional. There was no indication of patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.